Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The rep reported that the patient's ins was overdischarged. The rep went on to report that no communication could be established with either the patient or clinician programmer. The rep reported starting a physician mode recharge (prm) which, after 60 minutes, allowed the rep to get a normal recharging session started after bypassing the power on reset (por) message. No patient symptoms were reported and it is unknown when the overdischarged was first discovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the cause of the overdischarge was due to the patient not being compliant with charging. The manufacturing representative met with the patient on (B)(6) 2017 and the ins was charged and working properly.